Event description:
Consumer states while using the pad on her knee the pad caught fire, but didn't see any flames. No injuries were reported with this incident.

Manufacturer narrative:
Bunching is abuse of the product and a violation of the instructions and warnings provided. This incident is direct result of misuse/abuse of the product.